Event description:
On (B)(6) 2016, a dental professional reported a case of tooth extraction in a patient who was treated with a 3m espe lava ultimate cad/cam restorative for cerec crown. This patient received the lava ultimate crown on tooth #19 on (B)(6) 2013. The crown debonded on (B)(6) 2014 at which time it was noted there was decay under the crown. Root canal treatment was performed on (B)(6) 2014 and on (B)(6) 2015, it was noted that the tooth was extracted.

Event description:
On february 24, 2016, a dental professional reported a case of tooth extraction in a patient who was treated with a 3m espe lava ultimate cad/cam restorative for cerec crown. Further patient-specific information is not yet available.